Manufacturer narrative:
Device evaluation follow-up #1 submitted 8/4/2016: the device was returned to animas and evaluated by product analysis on 07/8/16 with the following results. No defect was found. Returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%.no eaw occurred, the transmitter performs within spec, unable to duplicate ¿transmitter out of range¿ complaint.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the ant icon appeared in place of continuous glucose monitor (cgm) readings for more than three hours while the cgm was in range. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.